Manufacturer narrative:
Date of birth: 1946. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07445. (B)(4). It was reported that silent ischemia, chest pain, exertional dyspnea and in-stent restenosis occurred. The subject presented due to suspicious chest pain which was diagnosed as unstable angina and was referred for cardiac catheterization. On (B)(6) 2011, coronary angiography and the index procedure was performed. Target lesion #1 was a de-novo lesion located in the distal left anterior descending (lad) artery with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50 mm x 8 mm taxus element stent with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the distal right coronary artery (rca) with 60% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with direct stent placement using a 2.50 mm x 32 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. Target lesion #3 was a de-novo lesion located in the proximal rca with 50% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm taxus¿ element¿ stent with 0% residual stenosis. Additionally, the non target lesion in mid rca was treated using balloon angioplasty. One day post procedure, the patient was discharged on aspirin and clopidogrel. On january 2013, patient presented with chest pain and exertional dyspnea which was diagnosed as silent ischemia and was hospitalized on the same day. Coronary angiography was performed. One day from admission, the 60% focal intra stent restenosis of the previously placed study stent located in the proximal rca was treated with balloon angioplasty. Following post dilatation, the residual stenosis was 0%. The 50% stenosis located in the mid rca was treated with balloon angioplasty and placement of 3.5 x 12mm non-bsc stent. Following post dilatation, the residual stenosis was 0%. In addition, a type b dissection occurred in mid rca during dilatation with the 2mm x 30mm emerge balloon catheter. The physician treated the event with placement of an unspecified drug eluting stent. Post procedure, the event was considered resolved without residual effects. One day post procedure, the patient was discharged on clopidogrel.